Event description:
It was reported that some stored egms could not be retrieved. No changes were made to the device, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.